Event description:
The customer reported the alarm has no power. The batteries were replaced with new supply all of the same type and the battery springs are not bent or missing. The battery door closes properly and no visible battery leakage or corrosion. The customer reported there was no visible damage to the outside of the alarm. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found the alarm powers on and when the custom voice message was played it sounded like static. The hold button did not work properly. (B)(4).